Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Oct 10, 2017: litigation record received. Litigation alleges toxic cobalt-chromium metal debris released into the patient's soft tissue causing extreme pain, discomfort, elevated metal ions, difficulty in walking, and metallosis. It also stated that a revision had taken place, however, the date was not provided.

Manufacturer narrative:
(B)(4).

Event description:
After the review of medical records, it was reported that the patient was revised to address pain and metallosis. Revision notes reported of extensive hematoma and metallosis degeneration at the lateral aspect of the cup exposing it. Added new associated contacts.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges stroke, heart attack, metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.